Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer, the investigation will be reopened. H3 other text : device not return.

Event description:
The distributor contacted heartsine to report their customer's device did not recognize the patient when the electrodes were connected. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event did not survive.

Manufacturer narrative:
Heartsine received additional patient information from the customer. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report their customer's device did not recognize the patient when the electrodes were connected. In this state, the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event did not survive.